Event description:
It was reported while using an unspecified bd insulin syringe that plunger movement was difficult and was unable to draw insulin. The following information was provided by the initial reporter: demanded to get a refund for the malfunction of the ½ cc 31 gauge syringe that had a difficult plunger movement and he was unable to draw the insulin.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. The complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for plunger rod difficult to move due to unknown lot number. Unable to perform complaint lot history check for difficult/unable to operate (not drawing) due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: customer returned a photo of a syringe, focused on the shield area. Customer states that plunger movement was difficult and was unable to draw insulin. This issue cannot be confirmed as this is not visible from the attached photo. Customer returned a single image of the needle shield of a syringe. The shield has the cannula sticking out at a 90 degree angle from the side of the needle shield. The functionality of the syringe itself could not be determined. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.